Manufacturer narrative:
Investigation: used test and analysis equipment: -microscope "keyence- vhx 600 d," -digital-camera "panasonic dmc tz8, first we made a visual inspection of the screws. Screw 51898610 is missing 1 of 5 petals. The side view of the head of this screw exhibits strong wear marks at the rim. The pin is still in the head. The screw with the unknown batch number is missing all 5 petals, the pin is also lacking. There also strong wear marks at the rim. Some of the slot holes of the enclosed plate show wear marks on the flanks. This, in common with the wear on the screw heads is a clear hint for a relative movement between screws and plate. Batch history review: the manufacturing documents for the product with the available lot number have been checked and found to be according to specification valid during the time of production. For the other a batch history review is not possible, because the lot number is unknown. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the wear marks on the screws and the plate are a hint for an improperly set junction. Without x- ray and further information about the circumstances, we assume an user related error. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that a revision case was booked for the (B)(6) 2016. As it was known the abc plate failed, posterior stabilization occurred prior to the removal of hardware on the anterior side. During the process of exposing of the plate, fragments of the abc screw were discovered and removed. Upon exposure of plate, more fragments were removed. When removing screws, some internal mechanisms were missing. Internal mechanisms, found earlier as fragments, were placed on screwdriver and used as an adapter. The screw was successfully removed without any hesitation. The plate was then removed, further exploration followed. No more fragments were found in the patient. X-rays were performed to verify this. No revision abc plate was re-inserted. Not all fragments are supplied in samples, they were possibly removed with bone and tissue during the exposing of the plate and discarded. Due to the batch number being located on the fragments, determining of the number accurately is not possible. Further information provided; the revision case was booked for (B)(6) 2016. Patient required a revision of the s4 lumbar as the cap dislodged from the screw, providing no hold to the rod. This is the first of three procedures performed on the patient that day. Failure of the plate occurred in the cervical area as well. All med watch submissions related to this report are: 9610612-2017-00013, 9610612-2017-00014, 9610612-2017-00015, 9610612-2017-00016. Components in use listed as concomitant devices are: sw786t / s4 polyaxial screw 7.0x45mm (3). Fj771t / abc cervical plate 8 hole ta 58mm. Fj932t / abc self-locking cervical screw 4.0x14mm (2). Fj933t / abc self-locking cervical screw 4.0x16mm (2). Sw790t / s4 set screw new version (2). Sw681t / straight rod 5.5x70mm (2).